Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed bezel damage. Visual indications of dried fluid within the cassette compartment on the top cover, on the door, on the safety clamp, and on the top pump gasket. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Functional display test failed. When powering on the cycler the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed, and the display became fully operational. Post accelerated stress test (ast) simulated treatment was performed and encountered m21-7 load cell during dwell 1. It was found that the heater tray was too forward and rubbing against the top cover. Once the alignment was corrected the cycler made it through a treatment with no issues. The cycler underwent and passed a go/nogo test, system air leak test, and balloon valve actuation test. Inspection the cycler mushroom heads verified that the surface conditions and alignments were within specification. During internal inspection of the cycler, dried fluid on the bottom cover behind the front panel and under the pump assembly was observed. The cause of the fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A device history record (DHR) review performed verified the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during step 7 of setup for peritoneal dialysis (pd) treatment. The ok and stop keys were on, however the screen remained blank. The cycler was rebooted. At that point in time, the technical support representative advised the patient to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified. Additional information was requested however to date has not been provided.